Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with unresponsive buttons due to corroded keypad traces. No frozen screens were noted. Time advancing properly. Insulin pump received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 272 mg/dl. The customer reported a frozen display on the insulin pump. The customer also reported that the buttons of the insulin pump were not responding. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.